Manufacturer narrative:
According to the available data, the pilon plate was implanted on the proximal humerus. The surgeon did not considered the range of indication of the technique guide, as the pilon plate is solely for fracture treatment of the pilon. The device history record documents showed no deviation.

Event description:
It was reported that a pilon plate wide 4-hole was determined to be broken postoperatively. Original implant date was (B)(6) 2010. A revision surgery was performed on an unknown date.